Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, after advancing a pod coil into the target vessel using the lantern, the physician was not satisfied with how the pod coil was sitting in the target location. The pod coil was, therefore, removed. While retracting the pod coil back into its introducer sheath, the pusher assembly was kinked. Therefore, the pod coil was not used in the procedure. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.